Event description:
The facility reported an infusion pump with "turns itself on". It was not specified if this occurred while infusing on a pt. The facility reps stated that no pt injury was reported on this pump since the last baxter service event. Info regarding pt demographics, medication involved and device programming was requested but none was provided.